Event description:
Boston scientific received information that this right ventricular (rv) leads shock impedances increased from 56 ohms to greater than 125 ohms. The local sales representative contacted boston scientific technical services (ts) to discuss the issue with increased impedances. Ts requested that the sales representative perform the shock impedance test in all configurations. This was completed by the sales representative and measurements of 114 ohms, 93 ohms and greater than 125 ohms were observed. The sales representative would discuss the options of further testing or reprogramming with the physician. No adverse patient effects were reported.

Manufacturer narrative:
At this time the rv lead and and cardiac resynchronization therapy defibrillator (crt-d) remain in service. Should additional information be received this investigation will be updated.